Event description:
The physician attempted to advance an endeavor resolute drug eluting stent to lesion. The stent couldn't passed the lesion due to severely calcification and vessel tortuosity. On return to manufacturing facility damage was noted to the stent. No clinical sequelae were reported. Product analysis: the 1st three distal segments were positioned over the distal marker band. The remaining segments were positioned as per specifications. The 4th distal segment was raised and deformed. Please note that this device (B)(4) is distributed outside the united states: however , it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation and failure to deliver the stent). Patient's condition affected effectiveness of device (vessel morphology). Evaluation, conclusions: device failure/lack of effectiveness related to (B)(4).